Manufacturer narrative:
(B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip basket was used in the kidney and ureter during a cystoscopy and ureteroscopy procedure performed on (B)(6) 2021. During the procedure, when the zero tip was removed from the patient, the basket was noted to be missing. The physician went back in the ureter and kidney, and found the basket in the renal pelvis. The basket was attempted to be retrieved using another zero tip basket but was unsuccessful. The basket was left in situ and the patient was observed in recovery. The patient was transferred to another facility and is scheduled for another procedure to remove the detached basket in another hospital. The procedure name and date is unknown. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.